Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with false pause episodes due to undersensing caused by electrogram saturation on the implantable cardiac monitor. The patient was stable and no intervention was reported.

Manufacturer narrative:
Correction: the awareness date should have been (B)(6) 2018 rather than (B)(6) 2018.